Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. D4: lot no.: the lot number remains unknown, however, a suspect lot number only was added: h23k30081. H11: the device was received for evaluation. A visual inspection with the naked eye noted the white twist sleeve separated from the main body due to broken occluder feet beneath the white twist sleeve. The reported condition was verified. The cause of the condition could not be determined; however; if the device was exposed to chemical agents such as hydrogen peroxide, alcohol or bleach, as listed on product packaging, this could damage the transfer set materials. A batch review was conducted on the suspect lot number and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was separation between the main body (light blue) and the twist clamp (white portion) of the minicap transfer set. The event was further described as ¿the white portion twisted further than usual and became separated from the light blue portion of the transfer set¿. This occurred during mid-day drain of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: lot #: the reported lot h23630081 is not recognized by baxter. Should additional relevant information become available, a supplemental report will be submitted.